Event description:
Surgeon reported via our manager, that the nail broke.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.